Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative that reported that the patient did not have good coverage. The patient feels stimulation stronger in her lower extremities than in her lower back. She reports that she does not feel it in her sacroiliac joint. She is able to feel it in her lower back; however wants her lower extremities to decrease. The health care provider is planning to explant the old leads and place new leads at a more superior location.

Manufacturer narrative:
Concomitant products: product ID: 3887-33, lot# j0333908v, implanted: (B)(6) 2003, product type: lead. Product ID: 3887-33, lot# j0333908v, implanted: (B)(6) 2003, product type: lead.

Event description:
A consumer implanted for degenerative disc disease reported via the manufacturer's representative (rep) that they were unable to charge and were seeing the elective replacement indicator (eri) which was considered normal battery depletion. The implantable neurostimulator (ins) was interrogated and an impedance check was performed with electrode one showing greater than 3,600 ohms. It was noted the consumer had good coverage and experienced no symptoms related to not being able to charge and seeing the eri message. A battery replacement was ordered by the physician, but they did not plan to change the leads at that time. The battery replacement had not been scheduled as of (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.